Event description:
The customer reported a conflicting result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 on a direct tested nasal kitted swab. The customer performed two tests, the first test generated a positive result with a very faint sample line, which the customer stated he was confused by. The customer then performed a second test right away, and this generated a negative result. Confirmation pcr testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclussion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 200251 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 200251 and device part number 195-430h / lot 194632. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 200251 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. The product will continue to be monitored and tracked.